Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
C1: added unique ID and lot number. D4: added lot #,, expiration date, di #. H4: added device manufacture date. H6: updated method code 1 and results code 1. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2005: (B)(6) medical center. (B)(6) md. Radiology. CT abdomen/pelvis with contrast. Clinical information: hernia. Full result: ¿multiple axial slices obtained through the abdomen and pelvis with intravenous and oral contrast. Delayed images also obtained. The patient's most obvious abnormality just at and above the umbilical level. There is small bowel in the hernia on the right side. The patient has had this previously repaired with mesh detected. Compared to the also study of (B)(6) 2002, the mesh has been placed and the defect is now smaller and only on the right side.¿ conclusion: ¿since the last study of (B)(6) 2002, there has been repair of the ventral hernia. There is now mesh in place. A new defect is seen only on the right side. This still contains small bowel.¿ (B)(6) 2005: (B)(6) medical center. (B)(6) md. Indications: ¿this is a (B)(6) year-old female that has had three previous incisional hernia repairs. Her last incisional hernia repair was in 2002. The patient at this time has a recurrence. The patient tells me that it is causing her a lot of difficulty, discomfort, and pain. She states that she has some nausea occasionally, but mainly has discomfort. A long discussion was held with the patient concerning risks, benefits, and options. The patient understands the potential dangers which include, but are not limited to bleeding, infection, mesh infection, nerve injury, hernia recurrence, as well as even the possibility of death associated with complications. In understanding the potential dangers that are involved, the patient asked that we proceed on with scheduling.¿ implant procedure: attempted laparoscopic, conversion to open recurrent incisional hernia repair. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/03317177]. Implant date: (B)(6) 2005 (hospitalization (B)(6) 2005) (B)(6).: (B)(6) 2005. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: recurrent incisional hernia. Anesthesia: general. Procedure: ¿the patient was taken to the operating room and placed on the operating room table. The patient was placed under general endotracheal anesthesia. After successful induction of general endotracheal anesthesia, the patient had a foley catheter placed, as well as an orogastric decompression of the stomach. The abdomen was shaved, prepped, and draped in the usual sterile fashion using duraprep, sterile drapes, as well as an ioban. A left subcostal incision was then made. A direct visualization entry was then performed using a 5 mm endopath excel trocar under direct visualization. The abdomen wag then insufflated and a secondary trocar was placed under direct visualization in the left lower quadrant. A second 5 mm endopath trocar was placed. The hernia defect was found to have a great deal of bowel incarcerated with it. All attempts to mobilize this bowel failed. It was apparent that the mesh had scarred to the bowel and that an open repair would have to be performed. At this point, the trocars were then removed and the abdomen was deinsufflated. A midline incision was then made and entrance into the peritoneal cavity was performed in the usual standard fashion using sharp dissection technique. The hernia sacs were then excised from the surrounding fascia. Multiple adhesions to the mesh were then taken down and a sharp, as well as blunt dissection technique. A great deal of difficulty was incurred in mobilizing the bowel, but it was adherent to the dual mesh. The dual mesh was relived of its adhesions on the inferior portion of the mesh, however, due to the degree of scarring of the mesh to the anterior abdominal wall, only the inferior portion where the patient had the recurrent hernia was mobilized. After taking down adhesions for approximately 1 hour and 20 minutes, a 20 x 15 cm piece of gore-tex dual mesh was then selected for the hernia repair. Using cvo gore-tex sutures, stay sutures were placed in the four quadrants, of the mesh and then these sutures were then delivered through the anterior abdominal wall through small incisions that were made and using the gore-tex ure passer. Individual mattress sutures of #1 prolene were then used to secure the mesh to the posterior rectus sheath rolling the mesh upon itself to ensure that there was a smooth edge on the periphery of the mesh and also to prevent internal herniation. The mesh was also secured to the previously placed mesh with approximately a 4 cm piece of overlap to ensure no recurrence through the two pieces of mesh. After completion of placement of peripheral sutures, all sutures were brought tight and ligated to themselves. The abdomen was then irrigated with antibiotic irrigation and midline fascia was then approximated were the fascia would allow using a #1 prolene suture. The trocars that were left in place were then reinsufflated and the mesh was then visualized. Once again, the mesh appeared to be in good position with no evidence of internal herniation. The abdomen was then irrigated with antibiotic irrigation using a suction irrigation device. A #15 blake drain was left being placed through the superior left subcostal trocar site to drain excess irrigation. The skin incision sites were then closed using skin stapler. Sterile dressings were then applied. The patient was awoken from general endotracheal anesthesia and returned to the recovery room in safe and stable condition.¿ (B)(6) 2005: (B)(6) medical center. (B)(6), md. Post procedure note. Implant sticker: ¿dualmesh plus antimicrobial.¿ lot: 03317177. Item: 1dlmcp03. (B)(6) 2005: (B)(6) medical center. Illegible signature. Fp consult. Looks great post op. ¿pt. States she quit drinking 2-3 d ago in preparation for surgery, never had w/d [withdrawal]. Will follow.¿ (B)(6) 2005: (B)(6) medical center. (B)(6), md. Pathology. Diagnosis: hernia sac: ¿fibrotic fibrofatty fibroadipose tissue compatible with a clinical history of recurrent incisional hernia.¿ gross description: a. Hernia sac: received are multiple pieces of pink to tan soft tissue having aggregate dimensions of 7.0 x 5.5 x 1.8 cm. The specimen is multiply transected. Representative sections are submitted in a single cassette.¿ (B)(6) 2005: (B)(6) medical center. Illegible signature. Fp progress note. ¿pt reluctant to discuss ¿restlessness¿ with nurse in room. Assessment/plan: 1. Etoh abuse add librium. 2. Hypertension increase toprol. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Progress note. Looks great. Discontinue jp and every other staple. Discharge to home. Relevant medical information: (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology. CT abdomen/pelvis. Full result: ¿the patient has radiopaque density along the anterior abdominal wall consistent with previous hernia repairs for apparent repair of multiple ventral hernias. The patient has recurrent hernia defects along the margins of the mesh. The patient has a ventral hernia along the left superior margin of the mesh material. The neck of this hernia measures about 3. 3 cm in maximal diameter. Note that a loop of the patient's transverse colon herniates through this anterior abdominal wall defect. No obvious bowel wall thickening, strangulation, or obstruction of the colon is identified at this level, however. The patient demonstrates another hernia defect just inferior to the previously described defect. This defect is located along the right margin of the mesh. This is best appreciated on axial slice 53. The width of this defect is also about 3.3 cm. What appears to represent a small bowel loop herniates through this defect. No obvious strangulation or obstruction of this loop of bowel is identified. There is another smaller loop of bowel located just superior to this defect which also appears to represent a small bowel loop. Again no obvious signs of obstruction or strangulation identified.¿ conclusion: ¿there are multiple anterior abdominal wall defects as described above. These are consistent with ventral hernias with loops of both small bowel and colon herniating through the defects, but without any obvious signs of obstruction or strangulation identified. Note that a contrast-enhanced CT study of course would be more sensitive in evaluation of the bowel wall if further imaging assessment is felt to be clinically warranted. The patient demonstrates extensive radiopaque density within the anterior abdominal wall consistent with apparent previous multiple ventral hernia repairs with mesh noted within the anterior abdominal wall; however, as mentioned above, there are hernia defects which are located along the right and left margins of the mesh material consistent with recurrent ventral hernias.¿ absence of uterus, gallbladder and left kidney. Diverticulosis. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology. Acute abdominal series for nausea, vomiting and diarrhea. Conclusion: ¿nonspecific bowel gas pattern. The pattern could be partial small bowel obstruction or gastroenteritis and diminished p.o. Intake. Serial radiographic follow up or CT scan advised.¿ (B)(6) 2008: (B)(6) medical center. (B)(6), md. Pathology. Colon biopsy. ¿the specimen consists of multiple segments of tan tissue, which measure 1 x 0.7 x 0.2 cm in aggregate dimensions. The specimen is marked with neutral red and totally submitted in a single cassette. This case has been reviewed along with your gi procedure note. The findings in this biopsy specimen suggest focal acute colitis possibly infectious/ acute self limiting colitis. There is no architectural distortion which would be expected in the inflammatory bowel disease.¿ (B)(6) 2018: (B)(6). (B)(6) hospital, md/(B)(6), md. Radiology. CT abdomen/pelvis. Clinical history: ¿recurrent draining wound, multiple previous ventral or inguinal hernia repairs.¿ impression: ¿1. Involuted ventral hernia mesh is appreciated with recurrent hernias noted left and right of the mesh as below. No free air, free fluid for fluid collections appreciated. 2. Two superimposed focal hernias acts, one to the left of the mesh, one to the right. The left-sided hernia contains transverse colon, the right-sided hernia contains small bowel. Neither is currently obstructing. 3. 15 mm hypoattenuating, indeterminant lesion noted in the lateral interpolar region of the right kidney. Follow-up ultrasound recommended for further evaluation.¿ (B)(6) 2018 to unknown date: (B)(6) admission. (B)(6), md. Indications: ¿this is a (B)(6) year-old female who is in poor health she is on dialysis. She has had multiple mesh hernia repairs. The patient has developed a wound of her abdominal wall. This is a wound that she had approximately a 6-8 years ago that opened. Due to her poor health that time they decided to let it heal by secondary attention. The surgeon at that time felt that a large surgery would be not in the patient's best interest. The wound healed over several weeks. And she has not had any issues with wound until he [sic] in the last 3 weeks. The wound opened up again. It has become a [sic] inflamed appearing granuloma type wound. This may be related to a stitch are [sic] a piece of mesh. The drainage has been minimal. Had a long discussion with the patient concerning options. Again the patient wants to take the least invasive type procedure to get the wound to heal if this is possible. All questions were answered concerning risks benefits and options. The patient asked that we proceed on with scheduling for debridement of wound.¿ (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: non-healing wound. Procedure: ¿the patient was taken to the or. She was placed under general anesthesia. The abdominal wall was then prepped draped usual sterile fashion using chlorhexidine prep sterile drapes paper drapes. A proper universal time-out was then performed. The granulomatous tissue that was protruding from the patient's midline incision was then amputated using a scalpel. This was submitted to pathology. Hemostasis of the wound and the granulomatous tissue was cauterized at the base. Again the total size of the wound was right at 1 cm. Irrigation the wound was performed. A sterile dressing was then applied to the wound. Lap, sponge, and needle counts correct x3 per nursing staff. Patient was a woken from anesthesia and returned recovery room a safe stable condition.¿ (B)(6) 2018: (B)(6) hospital. (B)(6), md. Pathology. Diagnosis: open wound of anterior abdominal wall, sequela. Gross description: ¿the specimen is labeled ¿abdominal open wound.¿ it is also labeled with the patient's name, (B)(6). Within the container are two, tan-brown, polypoid-shaped fragments of soft tissue measuring 1.3 x 0.6 cm respectively. The larger fragment is bisected. The specimen is totally submitted in a single cassette.¿ final diagnosis: ¿tissue from middle abdominal open wound: portions of soft tissue showing extensive severe acute and chronic inflammation with necrosis and granulation tissue formation.¿ explant preoperative complaints: (B)(6) 2019: (B)(6). (B)(6), md. Preoperative history: this is a (B)(6) year-old lady with end-stage renal disease on hemodialysis that has a history of multiple hernia repairs in the past. Several years ago she had gore-tex mesh placed for a large incisional hernia. Since that time, she has had a nonhealing wound overlying that mesh. Essentially, this area drains pus intermittently and she has been off and on antibiotics multiple times. She is [sic] had multiple CT scans over the years. Essentially, this mesh is chronically infected and needs to be removed. We discussed the possibility of removal of this mesh and hernia repair with a bioprosthetic mesh in the same operation depending on the level of contamination. We also discussed the possibility of need for transverse abdominis release. We went over the risks and benefits in great detail over multiple visits occluding but not limited to infection, bleeding, recurrence, dehiscence, bowel injury, need for ostomy. She understands this is high risk for infection and also for recurrence. She wished to proceed with surgery.¿ explant procedure: open repair of recurrent incarcerated incisional hernia with mesh (phasix, retrorectus). Removal of infected mesh. Bilateral transversus abdominis release (myocutaneous advancement). Application of incisional wound vac. Explant date: (B)(6) 2019 (hospitalization dates unknown) (B)(6) 2019: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative and postoperative diagnosis: recurrent incarcerated incisional hernia, infected mesh. Anesthesia: general, tap block, local. Complications: none. Estimated blood loss: minimal. Specimens: cultures, mesh for gross. Procedure: the patient was taken to the operating room and placed on the table. Anesthesia was induced, and the patient was intubated without complication, IV antibiotics have been given. Bilateral tap block was performed by anesthesia without complication. A foley catheter was placed. Her abdomen was then prepped and draped. I made a vertical midline incision and included an elliptical incision around the area of drainage. I used cautery to dissect through subcutaneous tissue and fascia in the midline above and below the area of an infection. Once I was able to gain access intra-abdominal, I began lysing adhesions with metzenbaums. I then used cautery to further dissect away the fistulous tract which led down to the essentially phlegmon of old mesh. It was very difficult to excise this as there were underlying dense adhesions to small intestine. These were taken off very carefully with metzenbaums. No bowel injury was created. The large phlegmon of mesh and subcutaneous tissue and sinus tract was sent to pathology for gross specimen. Also took cultures of the entrance of this draining sinus and sent these as well. There was no substantial spillage of any pus. At this point, we change gowns, gloves, and all our instruments, I irrigated the abdomen with 2 l of warm saline. I ran the bowel to ensure again no evidence of any bowel injuries. I then turned my attention of the hernia repair. It was clear that the rectus muscles were not going to be able to be restored midline without a component separation. Beginning on the left, I incised the posterior rectus sheath just medial to the linea alba with cautery. I then bluntly opened up the retrorectus space. The perforating neurovascular bundles just medial to the semilunar line were identified and preserved. I incised the posterior lamella of the internal oblique just mediai to this. This exposed the transversus abdominis muscle and upper abdomen. I divided the transversus abdominis muscle with cautery. I then entered the pre-transversalis/preperitoneal space. This dissection was carried laterally as wide as possible. I then turned my attention to the right. I incised the posterior rectus sheath just medial to the linea alba with cautery. I then bluntly opened up the retrorectus space. The perforating neurovascular bundles just medial to the semilunar line were identified and preserved. I incised the posterior lamella of the internal oblique just medial to this. This exposed the transversus abdominis muscle and upper abdomen. I divided the transversus abdominis muscle with cautery. I then entered the pre-transversalis/preperitoneal space. This dissection was carried laterally as wide as possible. I then closed the posterior sheath in a running fashion in the midline with 2-0 pds strata fix suture. I then placed a large piece of phasix mesh in the retrorectus space that extended very wide laterally. I then placed 2 drains within the retrorectus space and brought them out laterally and secured into the skin with a drain stitch. I then irrigated the space thoroughly. I then closed the anterior fascia in the midline with #1 pds strata fix symmetric suture in a running fashion. I then closed the subcutaneous tissue with 2-0 vicryl in a running fashion. I then closed the skin with staples. I applied an incisional wound vac with a good seal over the incision. I placed chlorhexidine disc over the drain sites and dressings over this. The drains were connected to bulb suction. I then placed an abdominal binder. The patient tolerated the procedure well. The patient was then awoken and extubated and taken to recovery in stable condition.¿ (B)(6) 2019: (B)(6) medical center. (B)(6), md. Pathology report. Specimens received: a. Meshoma. Clinical history: infected mesh, recurrent incisional hernia. Gross description: received is a container of formalin labeled "(B)(6), meshoma". ¿received in the container is an ellipse of skin with adjacent tissue having overall-dimension of 16.1 x 8.5 x 7.5 cm. The skin ellipse alone measure 4.1 x 1.5 cm. Centrally located on the skin surface is a lesion measuring 0.4 x 0.2 cm. This lesion is raised 0.4 cm from the skin surface and is located 0.3 cm from the nearest broad margin, 0.5 cm from the opposing broad margin and 0.9 cm from both ups of the ellipse. The remainder of the skin surface is tan to brown and wrinkled. Cut surfaces reveal yellow to white to red to grey mucoid areas and mesh intertwined inside the soft tissue. Representative sections are submitted as follows: a representative section of the skin surface containing the lesion submitted in its entirety. Representative sections demonstrating the white to yellow and red to grey mucoid tissue.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018 and (B)(6) 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, debridement of open and non-healing wound, draining pus from open wound, dense adhesions to small intestine, fistula tract led to previous mesh, placement of wound vac, recurrent incarcerated incisional hernia repaired with placement of new mesh. Additional event specific information was not provided.